Manufacturer narrative:
(B)(4)

Event description:
It was reported that after a device change out procedure, the right ventricular lead exhibited loss of sensing. Chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was stable.